Event description:
Customer reported an issue where their pump screen was dark and would not turn on, despite appearing to be backlit when the button was pressed. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to perform various troubleshooting steps, but the screen did not turn on. As a resolution, technical support arranged for a replacement pump to be sent. The customer was advised to use multiple daily injections as a backup therapy and return the problematic pump within 10 days using a pre-paid label.